Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the loosening was confirmed. The contribution of the device to the reported event could be corroborated. The clinical/medical investigation concluded that, the root cause of the first revision/patellar component revision was loosening, reportedly due to ¿knee cap epoxy came loose¿; however, the source of the loosening could not be definitively concluded and the competitor cement bond and/or discovered fibrous band/impingement could not be ruled out as potential contributing factors to the reported events. The patient was reportedly ¿in good health¿. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2011, an unknown orthopaedic reconstruction device came loose, a knee scope was performed on (B)(6) 2014, and a revision surgery was performed on (B)(6) 2014 to treat these adverse event. After that incident, the patient experienced a second revision surgery. Current health status of the patient is unknown.